Manufacturer narrative:
Non-fatal serious injury or device malfunction stored due to covid 19 pandemic in accordance with FDA guidance "postmarketing adverse event reporting for medical products and dietary supplements during a pandemic" published may 2020.

Event description:
The clinician reports the implant was inserted on (B)(6) 2023 in ada 14. Details of surgery: implant surface not completely covered with bone, nerve encroachment and ridge augmentation. On (B)(6) 2024 , loss of osseointegration was verified. Patient presented with poor oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.

Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 14. Details of surgery: implant surface not completely covered with bone, nerve encroachment and ridge augmentation. On (B)(6) 2024, loss of osseointegration was verified. Patient presented with poor oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.